Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 30/3.0 mm balloon ruptured at 14 atms (rbp) on the second inflation and caused a dissection. (The number of atms reached on the initial inflation was also 14 atms). The pt was asymptomatic during this event. The lesion being treated was a long and calcified, 90% stenotic lesion in the mid right coronary artery. The physician used a 6f ar1 guide catheter to cross the lesion. After the maverick2 monorail balloon rupture, the physician attempted to withdraw the balloon catheter back into the guide catheter, but it rolled up 'like a sock' preventing removal through the guide catheter. Consequently, the balloon and guide catheter were removed as a unit. The physician covered the dissection with a driver 3.5/30 mm stent to successfully complete the procedure. Pt status is reported as 'fine'.